Event description:
[Face mask] treatment under emergency use authorization(eua): [face mask] treatment under emergency use authorization forced face mask use during high school girl basketball game with (B)(6) against (B)(6) high school in (B)(6) at (B)(6). While wearing face mask, student had vision partially obstructed, had difficulty breathing and sustained a hit from opposing team player with a hard fall to floor sustaining head injury. FDA safety report ID# (B)(4).